Manufacturer narrative:
Follow-up #1 date of submission 12/29/2011. Device evaluation: the pump has been returned and evaluated by product analysis on 12/05/2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use noted in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The patient's mom/reporter contacted animas to troubleshoot the animas insulin pump after the patient's blood glucose was elevated between 226-512 mg/dl. During troubleshooting, the animas representative concluded a site issue related to the event. Reportedly, after the reporter changed infusion site from the buttocks to the patient's thigh, the patient's blood glucose increased from 226 to 512 mg/dl. The patient did not have any hyperglycemic symptoms at the time of concern. The patient was treated with insulin via syringe. The issue was discussed with the patient's hcp. The reporter and hcp felt that the elevated blood glucose is related to a possible insulin pump malfunction. The patient went to the backup plan to manage his diabetes. This complaint is being reported because the patient had elevated blood glucose reading above 500 mg/dl while on insulin pump therapy. The animas pump will be sent back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).